Event description:
The instrument did not fire staples. As a result there was delay in the procedure of about 1 hour. Additional information has been requested; however, to date no additional information has been received.